Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was found to be faulty following implantation into the eye necessitating its removal. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identified that significant resistance was felt by the user during injection. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". In accordance with the IFU injection should have been discontinued. Continuing injection after the resistance was noted is a deviation from the IFU and has likely resulted in the damage to the lens observed post injection. Our review of production records for the rayone toric rao610t batch 073219261 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 073219261 .

Event description:
On 7th february 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that the lens was found to be faulty following implantation into the eye necessitating its removal.